Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 1999, the pt underwent right inguinal hernia repair using a kugel patch. On (B)(6) 2006, the pt underwent laparoscopic cholecystectomy and revision of abdominal midline scar. On (B)(6) 2006, office visit, pt's chief complaint is painful, tender mass in lower right quadrant, advised to have mesh excised. On (B)(6) 2006, the pt underwent excision of the kugel patch.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. A pt with a complicated surgical history underwent repair of a recurrent right inguinal hernia with a kugel patch on (B)(6) 1999. Seven years later, the pt underwent a cholecystectomy and revision of abdominal midline scar. On (B)(6) 2006, the pt underwent excision of the kugel patch. Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's surgical history may have contributed to the alleged event. The pt reportedly developed inflammation, however, the pathology report showed no culture growth. Additionally, no sample has been returned for eval. Based on the info provided, no conclusions can be drawn.